Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flows. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account communicated that a tee revealed a mobile mass on the inflow cannula and a catheter angiogram revealed thrombosis near the outflow graft connection to the pump. In addition, a specific cause for the reported driveline infection, kidney failure, and elevated ldh could not be conclusively determined through this evaluation. A direct correlation between these events and heartmate 3 lvas, serial number mlp-014137, could not be conclusively established. Evaluation of the submitted log files revealed a slight decrease in calculated flow over time from approximately 3.1 lpm until transient low flow fault flags were observed between 07:00:52 am through 10:10:09 am on 31jan2020. These faults were associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm; however, the events only lasted up to approximately 5 seconds in duration and did not result in any low flow alarms. The pump speed was increased from 5500 rpm to 5700 rpm following these events on 31jan2020, and calculated flow ranged between 2.7 and 3.2 lpm throughout the remainder of the data. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remained ongoing following this event until they expired on 12feb2020 (reference MFR # 2916596-2020-00969). Mlp-014137 was not returned and there is no product available for investigation. The heartmate 3 lvas IFU, lists pump thrombosis, driveline infection, renal dysfunction, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Further, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Care instructions in reference to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, section 2 entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook contains several sections which provide care instructions in reference to preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient was admitted for kidney failure and continuation of driveline infection. The patient had low flows. Echocardiogram completed revealing dilated left ventricle (lv) at +8cm and atrioventricular (av) opening 1 to 1. The patient was in acute renal failure. Computed tomography angiography (cta) completed which was unrevealing. Ramp study performed with speeds increased from 5500 rpm to 6200 rpm. At 6200 rpms flows remain low 3's lpm, no decompression of lv and av continues to open 1 to 1. The plan was to discuss possible surgical intervention via thoracotomy to assess outflow graft (ofg) versus inflow occlusion. The patient remained in the intensive care unit (ICU) on inotrope support. Additional log file from pre-catheterization were submitted to rule out obstruction and they captured on (B)(6) 2020 around 0700 the calculated flow was right at the 2.5 lpm threshold but was not sustained long enough to elicit the audible alarm. The patient continued with lower vad flows, acute kidney injury (aki) and need for inotrope support over the weekend. The team decided to bring patient down to catheterization lab for potential stenting of ofg versus cardiac catheterization guided tpa. In the catheterization lab vad parameters were speed 5700 rpm, flow 2.8 lpm, pi 2.6 and 4.0 w power. Lactate dehydrogenase (ldh) was slightly elevated from baseline. Patient was sedated and intubated for airway protection. Transesophageal echocardiography (tee) was completed which revealed mobile mass on inflow cannula and low velocities. A catheterization angiogram was than completed for diagnostic purposes revealing thrombosis near ofg connection to the pump. During angiogram pump was slowly turned down to 3000 rpm (activated clotting time therapeutic) for a brief period and then slowly returned to baseline. Team deemed patient not a surgical candidate at this time. The plan was to discuss with family to discuss hospice versus tpa systemic administration per team.